Manufacturer narrative:
Corrected: b5 additional information: d9, g3, g6, h2,h3, h6, h10 an unplanned explant of the valve was reported. The investigation found that leaflets 2 and 3 were torn. Leaflet 1 contained a incision. The stent ring was deformed at leaflet 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at one of the tear sites, which could have contributed to the formation of the tear.

Event description:
Subsequent to the initially filed information, on 9 october, 2018 a patient underwent a aortic valve replacement and a trifecta gt valve was implanted. On (B)(6) 2021 the trifecta gt valve was explanted in a "unplanned" re-do avr. A 19 mm sjm regent heart valve was placed. Upon explant, a tear was observed at the nadir part from the lcc to the ncc.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On an unknown date, two years ago a patient underwent a aortic valve replacement and a trifecta gt valve was implanted. On (B)(6) 2021 the trifecta gt valve was explanted in a "unplanned" re-do avr. A 19 mm sjm regent heart valve was placed. Further information has been requested